Event description:
This spontaneous case report from a consumer in the united states was identified on 19-oct-2015 during monitoring of postings an FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# (B)(4)) the report refers to the reporter herself a female consumer of unspecified age who had had 4 c-sections and scar tissue kept her from having her tubes tied, then she had essure (fallopian tube occlusion insert) pushed on her on unspecified date. Since six years before time of posting, she had had many bad side effects, many tests, not connecting those issues with essure. Her health was bad; her menstrual cycles were screwed to no end. She had much pain in her body and was told it was nickel free. She was very allergic to nickel. Her period went from 3 days to sometimes 9 days with major bleeding. She stated she wanted her life back from the pain, anemia and suffering she had been through. Product technical complaint (ptc) investigation and final assessment were received on 12-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received on 19-dec-2015: consumer reported the essure is causing her a nickel allergy. Follow up 07-jan-2016: no new information was provided. Follow up information received on 12-jan-2016 from consumer (via social media) and case was upgraded to incident. She reported, at time of the report, she was in the hospital just after her hysterectomy. She stated essure caused her slow pain and then surgery. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had much pain in her body/slow pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. This event is listed according to essure's reference safety information. After essure insertion, abdominal, pelvic pain and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up can be pursued due to lack of contact details.

Manufacturer narrative:
Follow-up received on 17-feb-2016: product technical complaint medical assessment was updated: medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information received on 09-mar-2016: consumer reported via social media she had autoimmune issues due to essure and had a hysterectomy on (B)(6) 2016. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had much pain in her body/slow pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. Additionally, she reported autoimmune issues. Only pain is listed according to essure's reference safety information. After essure insertion, abdominal, pelvic pain and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the reported autoimmune issues, considering event's nature and given essure local action at fallopian tubes causality with the suspect insert is considered very unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed. No active follow-up can be pursued due to lack of contact details.

Manufacturer narrative:
Follow-up information received on 09-mar-2016: consumer reported via social media she had autoimmune issues due to essure and had a hysterectomy on(B)(6) 2016. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had much pain in her body/slow pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. Additionally, she reported autoimmune issues. Only pain is listed according to essure's reference safety information. After essure insertion, abdominal, pelvic pain and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the reported autoimmune issues, considering event's nature and given essure local action at fallopian tubes causality with the suspect insert is considered very unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed. No active follow-up can be pursued due to lack of contact details.

Manufacturer narrative:
Follow up 13-jun-2016: legal claim was received from lawyer on behalf of plaintiff. Essure was inserted on (B)(6) 2009. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and she was advised that her coils were properly placed. However, her post procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2016 she underwent a hysterectomy to have the essure coils removed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had much pain in my body / slow pain / severe pain / chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. Additionally, she reported autoimmune issues. Only pain is listed according to essure's reference safety information. After essure insertion, abdominal, pelvic pain and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the reported autoimmune issues, considering event's nature and given essure local action at fallopian tubes causality with the suspect insert is considered very unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed. No active follow-up can be pursued due to lack of contact details.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA.2014-n-0736-1950) on 19-oct-2015. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('much pain in my body / slow pain / severe pain / chronic pelvic pain') and autoimmune disorder ('autoimmune issues') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (4). She never experienced any of these conditions prior to undergoing the essure procedure: increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, and chronic fatigue. Concurrent conditions included c-section and nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("I'm starting to feel the pain"), 6 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have weight decreased ("I'm at 5 days post operation, bought vegetable laxative and ate prunes, I have lost about a pound a day"). On (B)(6) 2019, the patient experienced energy increased ("I'm at 5 days post operation, I have more energy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), prolonged heavy periods ("menstrual cycles are screwed to no end period, sometimes 9 days with major bleeding"), anaemia ("anemia"), allergy to metals ("nickel allergy"), pelvic discomfort ("discomfort"), bleeding menstrual heavy ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), crying ("crying") and abdominal pain upper ("- twisted knots in stomach"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, prolonged heavy periods, anaemia, pelvic discomfort, bleeding menstrual heavy, back pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain and fatigue had not resolved, the autoimmune disorder, allergy to metals, crying, weight decreased, energy increased and abdominal pain upper outcome was unknown and the procedural pain was resolving. The reporter provided no causality assessment for energy increased, procedural pain and weight decreased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, anaemia, autoimmune disorder, back pain, crying, fatigue, pelvic discomfort, pelvic pain, prolonged heavy periods and bleeding menstrual heavy to be related to essure. The reporter commented: since six years before time of posting, she had many bad side effects, many tests, not connecting those issues with essure. Her health was bad; her menstrual cycles were screwed to no end. She had much pain in her body and was told it was nickel free. She was very allergic to nickel. Her period went from 3 days to sometimes 9 days with major bleeding. She stated she wanted her life back from the pain, anemia and suffering she had been through. On twitter she then posted that she experienced cramping and crying, it was her last period before hysterectomy. She listened to her doctor 7 years in pain. She desired to be e(ssure)-free. She got her wish, on (B)(6) 2016 hysterectomy was scheduled. Then she posted she was in the hospital just after her hysterectomy. She stated essure caused her slow pain and then surgery. She never had experienced the symptoms in the past that developed after essure procedure. On (B)(6) 2016 she posted "I'm starting to feel the pain". Then she posted "I'm at 5 days post operation", after got home bought vegetable laxative and ate some prunes, she lost about a pound of weight a day, she had more energy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: abdominal pain upper. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events added from pfs- twisted knots in stomach. Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA.2014-n-0736-1950) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('much pain in my body / slow pain / severe pain / chronic pelvic pain') and autoimmune disorder ('autoimmune issues') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (4). She never experienced any of these conditions prior to undergoing the essure procedure: increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, and chronic fatigue. Concurrent conditions included c-section and nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("I'm starting to feel the pain"), 6 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have weight decreased ("I'm at 5 days post operation, bought vegetable laxative and ate prunes, I have lost about a pound a day"). On (B)(6) 2019, the patient experienced energy increased ("I'm at 5 days post operation, I have more energy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), prolonged heavy periods ("menstrual cycles are screwed to no end period, sometimes 9 days with major bleeding"), anaemia ("anemia"), allergy to metals ("nickel allergy"), pelvic discomfort ("discomfort"), bleeding menstrual heavy ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue") and crying ("crying"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on 11-jan-2016. At the time of the report, the pelvic pain, prolonged heavy periods, anaemia, pelvic discomfort, bleeding menstrual heavy, back pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain and fatigue had not resolved, the autoimmune disorder, allergy to metals, crying, weight decreased and energy increased outcome was unknown and the procedural pain was resolving. The reporter provided no causality assessment for energy increased, procedural pain and weight decreased with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, anaemia, autoimmune disorder, back pain, crying, fatigue, pelvic discomfort, pelvic pain, prolonged heavy periods and bleeding menstrual heavy to be related to essure. The reporter commented: since six years before time of posting, she had had many bad side effects, many tests, not connecting those issues with essure. Her health was bad; her menstrual cycles were screwed to no end. She had much pain in her body and was told it was nickel free. She was very allergic to nickel. Her period went from 3 days to sometimes 9 days with major bleeding. She stated she wanted her life back from the pain, anemia and suffering she had been through. On twitter she then posted that she experienced cramping and crying, it was her last period before hysterectomy. She listened to her doctor 7 years in pain. She desired to be e(ssure)-free. She got her wish, on (B)(6) 2016 hysterectomy was scheduled. Then she posted she was in the hospital just after her hysterectomy. She stated essure caused her slow pain and then surgery. She never had experienced the symptoms in the past that developed after essure procedure. On (B)(6) 2016 she posted "I'm starting to feel the pain". Then she posted "I'm at 5 days post operation", after got home bought vegetable laxative and ate some prunes, she lost about a pound of weight a day, she had more energy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jul-2019: this record was detected to be a duplicate to case record # us-bayer-2015-471398 (medwatch 3500a MFR number 2951250-2016-00047), us-bayer-2019-060602 (medwatch 3500a MFR number 2951250-2019-01228, us-bayer-2019-137875 (medwatch 3500a MFR number 2951250-2019-04128) from which all information was transferred to this record (us-bayer-2015-453646). Then duplicate records us-bayer-2015-471398, us-bayer-2019-060602, us-bayer-2019-137875 will be deleted. Addition: from duplicate recordus-bayer-2015-471398: consumer reported on twitter in nov-2015 she experienced cramping (already reported) and crying (new event added), it was her last period before hysterectomy. She listened to her doctor 7 years in pain. She desired to be e(ssure)-free. She got her wish, on 11-jan-2016 (date in initial case report jan-2016 specified) hysterectomy was scheduled. New from duplicate us-bayer-2019-060602: she was at 5 days post operation and had more energy and lost about a pound of weight a day( 2 events added). New from duplicate us-bayer-2019-137875 on 11-jan posted: she was 'starting to feel the pain' (new event added), but it was resolving. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('much pain in my body / slow pain / severe pain / chronic pelvic pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (4). She never experienced any of these conditions prior to undergoing the essure procedure: increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, and chronic fatigue. Concurrent conditions included c-section and nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("I'm starting to feel the pain"), 6 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have weight decreased ("I'm at 5 days post operation, bought vegetable laxative and ate prunes, I have lost about a pound a day"). On (B)(6) 2019, the patient experienced energy increased ("I'm at 5 days post operation, I have more energy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), prolonged heavy periods ("menstrual cycles are screwed to no end period, sometimes 9 days with major bleeding"), anaemia ("anemia"), allergy to metals ("nickel allergy"), pelvic discomfort ("discomfort"), bleeding menstrual heavy ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), crying ("crying"), abdominal pain upper ("- twisted knots in stomach") and muscle spasms ("cramping"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, prolonged heavy periods, anaemia, pelvic discomfort, bleeding menstrual heavy, back pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain and fatigue had not resolved, the autoimmune disorder, allergy to metals, crying, weight decreased, energy increased, abdominal pain upper and muscle spasms outcome was unknown and the procedural pain was resolving. The reporter provided no causality assessment for energy increased, procedural pain and weight decreased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, anaemia, autoimmune disorder, back pain, crying, fatigue, muscle spasms, pelvic discomfort, pelvic pain, prolonged heavy periods and bleeding menstrual heavy to be related to essure. The reporter commented: since six years before time of posting, she had had many bad side effects, many tests, not connecting those issues with essure. Her health was bad; her menstrual cycles were screwed to no end. She had much pain in her body and was told it was nickel free. She was very allergic to nickel. Her period went from 3 days to sometimes 9 days with major bleeding. She stated she wanted her life back from the pain, anemia and suffering she had been through. On twitter she then posted that she experienced cramping and crying, it was her last period before hysterectomy. She listened to her doctor 7 years in pain. She desired to be e(ssure)-free. She got her wish, on (B)(6) 2016 hysterectomy was scheduled. Then she posted she was in the hospital just after her hysterectomy. She stated essure caused her slow pain and then surgery. She never had experienced the symptoms in the past that developed after essure procedure. On (B)(6) 2016 she posted "I'm starting to feel the pain". Then she posted "I'm at 5 days post operation", after got home bought vegetable laxative and ate some prunes, she lost about a pound of weight a day, she had more energy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: newly added event-muscle cramps. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('much pain in my body / slow pain / severe pain / chronic pelvic pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (4). She never experienced any of these conditions prior to undergoing the essure procedure: increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, and chronic fatigue. Concurrent conditions included c-section and nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("I'm starting to feel the pain"), 6 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have weight decreased ("I'm at 5 days post operation, bought vegetable laxative and ate prunes, I have lost about a pound a day"). On (B)(6) 2019, the patient experienced energy increased ("I'm at 5 days post operation, I have more energy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), prolonged heavy periods ("menstrual cycles are screwed to no end period, sometimes 9 days with major bleeding"), anaemia ("anemia"), allergy to metals ("nickel allergy"), pelvic discomfort ("discomfort"), bleeding menstrual heavy ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), crying ("crying"), abdominal pain upper ("- twisted knots in stomach"), muscle spasms ("cramping") and goitre ("goiter on thyroid"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, prolonged heavy periods, anaemia, pelvic discomfort, bleeding menstrual heavy, back pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain and fatigue had not resolved, the autoimmune disorder, allergy to metals, crying, weight decreased, energy increased, abdominal pain upper, muscle spasms and goitre outcome was unknown and the procedural pain was resolving. The reporter provided no causality assessment for energy increased, procedural pain and weight decreased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, anaemia, autoimmune disorder, back pain, crying, fatigue, goitre, muscle spasms, pelvic discomfort, pelvic pain, prolonged heavy periods and bleeding menstrual heavy to be related to essure. The reporter commented: since six years before time of posting, she had had many bad side effects, many tests, not connecting those issues with essure. Her health was bad; her menstrual cycles were screwed to no end. She had much pain in her body and was told it was nickel free. She was very allergic to nickel. Her period went from 3 days to sometimes 9 days with major bleeding. She stated she wanted her life back from the pain, anemia and suffering she had been through. On twitter she then posted that she experienced cramping and crying, it was her last period before hysterectomy. She listened to her doctor 7 years in pain. She desired to be e(ssure)-free. She got her wish, on (B)(6) 2016 hysterectomy was scheduled. Then she posted she was in the hospital just after her hysterectomy. She stated essure caused her slow pain and then surgery. She never had experienced the symptoms in the past that developed after essure procedure. On (B)(6) 2016 she posted "I'm starting to feel the pain". Then she posted "I'm at 5 days post operation", after got home bought vegetable laxative and ate some prunes, she lost about a pound of weight a day, she had more energy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "goiter on thyroid" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('much pain in my body / slow pain / severe pain / chronic pelvic pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (4). She never experienced any of these conditions prior to undergoing the essure procedure: increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, and chronic fatigue. Concurrent conditions included c-section and nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("I'm starting to feel the pain"), 6 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have weight decreased ("I'm at 5 days post operation, bought vegetable laxative and ate prunes, I have lost about a pound a day"). On (B)(6) 2019, the patient experienced energy increased ("I'm at 5 days post operation, I have more energy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), prolonged heavy periods ("menstrual cycles are screwed to no end period, sometimes 9 days with major bleeding"), anaemia ("anemia"), allergy to metals ("nickel allergy"), pelvic discomfort ("discomfort"), bleeding menstrual heavy ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), crying ("crying"), abdominal pain upper ("- twisted knots in stomach"), muscle spasms ("cramping"), goitre ("goiter on thyroid"), arthritis ("arthritis") and gait disturbance ("numb and haed to walk"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, prolonged heavy periods, anaemia, pelvic discomfort, bleeding menstrual heavy, back pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain and fatigue had not resolved, the autoimmune disorder, allergy to metals, crying, weight decreased, energy increased, abdominal pain upper, muscle spasms, goitre, arthritis and gait disturbance outcome was unknown and the procedural pain was resolving. The reporter provided no causality assessment for energy increased, procedural pain and weight decreased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, anaemia, arthritis, autoimmune disorder, back pain, crying, fatigue, gait disturbance, goitre, muscle spasms, pelvic discomfort, pelvic pain, prolonged heavy periods and bleeding menstrual heavy to be related to essure. The reporter commented: since six years before time of posting, she had had many bad side effects, many tests, not connecting those issues with essure. Her health was bad; her menstrual cycles were screwed to no end. She had much pain in her body and was told it was nickel free. She was very allergic to nickel. Her period went from 3 days to sometimes 9 days with major bleeding. She stated she wanted her life back from the pain, anemia and suffering she had been through. On twitter she then posted that she experienced cramping and crying, it was her last period before hysterectomy. She listened to her doctor 7 years in pain. She desired to be e(ssure)-free. She got her wish, on (B)(6) 2016 hysterectomy was scheduled. Then she posted she was in the hospital just after her hysterectomy. She stated essure caused her slow pain and then surgery. She never had experienced the symptoms in the past that developed after essure procedure. On (B)(6) 2016 she posted "I'm starting to feel the pain". Then she posted "I'm at 5 days post operation", after got home bought vegetable laxative and ate some prunes, she lost about a pound of weight a day, she had more energy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed. The following information was received from social media numb and hard to walk, arthritis. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- numb and hard to walk, arthritis. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 29-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('much pain in my body / slow pain / severe pain / chronic pelvic pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (4). She never experienced any of these conditions prior to undergoing the essure procedure: increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, and chronic fatigue. Concurrent conditions included c-section and nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("I'm starting to feel the pain"), 6 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have weight decreased ("I'm at 5 days post operation, bought vegetable laxative and ate prunes, I have lost about a pound a day"). On (B)(6) 2019, the patient experienced energy increased ("I'm at 5 days post operation, I have more energy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), prolonged heavy periods ("menstrual cycles are screwed to no end period, sometimes 9 days with major bleeding"), anaemia ("anemia"), allergy to metals ("nickel allergy"), pelvic discomfort ("discomfort"), bleeding menstrual heavy ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), crying ("crying"), abdominal pain upper ("- twisted knots in stomach"), muscle spasms ("cramping"), goitre ("goiter on thyroid"), arthritis ("arthritis"), gait disturbance ("numb and haed to walk"), headache ("headaches"), pain ("body pain"), cough ("cough"), pruritus ("itching"), feeling abnormal ("brain fog"), skin odour abnormal ("smell"), furuncle ("boils"), vulvovaginal mycotic infection ("yeast infection"), genital haemorrhage ("bleeding"), pain in extremity ("pain down my right side that caused me to limp"), mood swings ("mood swings"), asthenia ("energy back to do so much that I couldn't before"), night sweats ("night sweats"), abdominal pain lower ("cramping"), memory impairment ("couldn't remember things"), restless legs syndrome ("rls"), temporomandibular joint syndrome ("clinching of jaw or teeth grinding is the main cause of tmd which anodety can cause so doc is right") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, prolonged heavy periods, anaemia, pelvic discomfort, bleeding menstrual heavy, back pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain and fatigue had not resolved, the autoimmune disorder, allergy to metals, crying, weight decreased, energy increased, abdominal pain upper, muscle spasms, goitre, arthritis, gait disturbance and restless legs syndrome outcome was unknown, the procedural pain was resolving and the headache, pain, cough, pruritus, feeling abnormal, skin odour abnormal, furuncle, vulvovaginal mycotic infection, genital haemorrhage, pain in extremity, mood swings, asthenia, night sweats, abdominal pain lower and memory impairment had resolved. The reporter provided no causality assessment for energy increased, procedural pain and weight decreased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, anaemia, anxiety, arthritis, asthenia, autoimmune disorder, back pain, cough, crying, fatigue, feeling abnormal, furuncle, gait disturbance, genital haemorrhage, goitre, headache, memory impairment, mood swings, muscle spasms, night sweats, pain, pain in extremity, pelvic discomfort, pelvic pain, prolonged heavy periods, pruritus, restless legs syndrome, skin odour abnormal, temporomandibular joint syndrome, vulvovaginal mycotic infection and bleeding menstrual heavy to be related to essure. The reporter commented: since six years before time of posting, she had many bad side effects, many tests, not connecting those issues with essure. Her health was bad; her menstrual cycles were screwed to no end. She had much pain in her body and was told it was nickel free. She was very allergic to nickel. Her period went from 3 days to sometimes 9 days with major bleeding. She stated she wanted her life back from the pain, anemia and suffering she had been through. On twitter she then posted that she experienced cramping and crying, it was her last period before hysterectomy. She listened to her doctor 7 years in pain. She desired to be e(ssure)-free. She got her wish, on (B)(6) 2016 hysterectomy was scheduled. Then she posted she was in the hospital just after her hysterectomy. She stated essure caused her slow pain and then surgery. She never had experienced the symptoms in the past that developed after essure procedure. On (B)(6) 2016 she posted "I'm starting to feel the pain". Then she posted "I'm at 5 days post operation", after got home bought vegetable laxative and ate some prunes, she lost about a pound of weight a day, she had more energy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed. The following information was received from social media numb and hard to walk, arthritis, headaches, body pain, cough, pruritus, feeling abnormal, skin odour abnormal, furuncle, vulvovaginal mycotic infection, genital haemorrhage, limb discomfort, mood swings, asthenia, night sweats, abdominal pain lower and memory impairment. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. New events tmd and anxiety were added. New reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA.2014-n-0736-1950) on 19-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('much pain in my body / slow pain / severe pain / chronic pelvic pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (4). She never experienced any of these conditions prior to undergoing the essure procedure: increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, and chronic fatigue. Concurrent conditions included c-section and nickel sensitivity. On (B)(6)2009, the patient had essure inserted. On (B)(6)2016, the patient experienced procedural pain ("I'm starting to feel the pain"), 6 years 9 months after insertion of essure. On (B)(6)2016, the patient was found to have weight decreased ("I'm at 5 days post operation, bought vegetable laxative and ate prunes, I have lost about a pound a day"). On (B)(6)2019, the patient experienced energy increased ("I'm at 5 days post operation, I have more energy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), prolonged heavy periods ("menstrual cycles are screwed to no end period, sometimes 9 days with major bleeding"), anaemia ("anemia"), allergy to metals ("nickel allergy"), pelvic discomfort ("discomfort"), bleeding menstrual heavy ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), crying ("crying"), abdominal pain upper ("- twisted knots in stomach"), muscle spasms ("cramping"), goitre ("goiter on thyroid"), arthritis ("arthritis"), gait disturbance ("numb and haed to walk"), headache ("headaches"), pain ("body pain"), cough ("cough"), pruritus ("itching"), feeling abnormal ("brain fog"), skin odour abnormal ("smell"), furuncle ("boils"), vulvovaginal mycotic infection ("yeast infection"), genital haemorrhage ("bleeding"), limb discomfort ("pain down my right side that caused me to limp"), mood swings ("mood swings"), asthenia ("energy back to do so much that I couldn't before"), night sweats ("night sweats"), abdominal pain lower ("cramping"), memory impairment ("couldn't remember things") and restless legs syndrome ("rls"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, prolonged heavy periods, anaemia, pelvic discomfort, bleeding menstrual heavy, back pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain and fatigue had not resolved, the autoimmune disorder, allergy to metals, crying, weight decreased, energy increased, abdominal pain upper, muscle spasms, goitre, arthritis, gait disturbance and restless legs syndrome outcome was unknown, the procedural pain was resolving and the headache, pain, cough, pruritus, feeling abnormal, skin odour abnormal, furuncle, vulvovaginal mycotic infection, genital haemorrhage, limb discomfort, mood swings, asthenia, night sweats, abdominal pain lower and memory impairment had resolved. The reporter provided no causality assessment for energy increased, procedural pain and weight decreased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, anaemia, arthritis, asthenia, autoimmune disorder, back pain, cough, crying, fatigue, feeling abnormal, furuncle, gait disturbance, genital haemorrhage, goitre, headache, limb discomfort, memory impairment, mood swings, muscle spasms, night sweats, pain, pelvic discomfort, pelvic pain, prolonged heavy periods, pruritus, restless legs syndrome, skin odour abnormal, vulvovaginal mycotic infection and bleeding menstrual heavy to be related to essure. The reporter commented: since six years before time of posting, she had many bad side effects, many tests, not connecting those issues with essure. Her health was bad; her menstrual cycles were screwed to no end. She had much pain in her body and was told it was nickel free. She was very allergic to nickel. Her period went from 3 days to sometimes 9 days with major bleeding. She stated she wanted her life back from the pain, anemia and suffering she had been through. On twitter she then posted that she experienced cramping and crying, it was her last period before hysterectomy. She listened to her doctor 7 years in pain. She desired to be e(ssure)-free. She got her wish, on (B)(6)2016 hysterectomy was scheduled. Then she posted she was in the hospital just after her hysterectomy. She stated essure caused her slow pain and then surgery. She never had experienced the symptoms in the past that developed after essure procedure. On (B)(6)2016 she posted "I'm starting to feel the pain". Then she posted "I'm at 5 days post operation", after got home bought vegetable laxative and ate some prunes, she lost about a pound of weight a day, she had more energy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed. The following information was received from social media numb and hard to walk, arthritis, headaches, body pain, cough, pruritus, feeling abnormal, skin odour abnormal, furuncle, vulvovaginal mycotic infection, genital haemorrhage, limb discomfort, mood swings, asthenia, night sweats, abdominal pain lower and memory impairment quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu14+fu15+fu16+fu17+ fu18 processed together. Social media report: reporter information and new events headaches, body pain, cough, itching, brain fog, smell, boils, yeast infection, bleeding, pain down my right side that caused me to limp, mood swings, energy back to do so much that I couldn't before, night sweats, cramping and couldn't remember things added. Outcome for theses events added as recovered / resolved. On 20-mar-2020: fu14+fu15+fu16+fu17+ fu18 processed together. On 20-mar-2020: fu14+fu15+fu16+fu17+ fu18 processed together. On 20-mar-2020: fu14+fu15+fu16+fu17+ fu18 processed together. On 16-apr-2020: quality safety evaluation of ptc. On 20-mar-2020: fu14+fu15+fu16+fu17+ fu18 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 19-oct-2015. The most recent information was received on 05-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both have adherent attached piece of silver metallic coiled foreign body material resembling additional pieces from an essure coil') and pelvic pain ('much pain in my body / slow pain / severe pain / chronic pelvic pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (4), adenomyosis, uterine bleeding and pelvic adhesions. She never experienced any of these conditions prior to undergoing the essure procedure: increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, and chronic fatigue. Concurrent conditions included c-section and nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("I'm starting to feel the pain"), 6 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have weight decreased ("I'm at 5 days post operation, bought vegetable laxative and ate prunes, I have lost about a pound a day"). On (B)(6) 2019, the patient experienced energy increased ("I'm at 5 days post operation, I have more energy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), prolonged heavy periods ("menstrual cycles are screwed to no end period, sometimes 9 days with major bleeding"), anaemia ("anemia"), allergy to metals ("nickel allergy"), pelvic discomfort ("discomfort"), bleeding menstrual heavy ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), crying ("crying"), abdominal pain upper ("- twisted knots in stomach"), muscle spasms ("cramping"), goitre ("goiter on thyroid"), arthritis ("arthritis"), gait disturbance ("numb and haed to walk"), headache ("headaches"), pain ("body pain"), cough ("cough"), pruritus ("itching"), feeling abnormal ("brain fog"), skin odour abnormal ("smell"), furuncle ("boils"), vulvovaginal mycotic infection ("yeast infection"), genital haemorrhage ("bleeding"), pain in extremity ("pain down my right side that caused me to limp"), mood swings ("mood swings"), asthenia ("energy back to do so much that I couldn't before"), night sweats ("night sweats"), abdominal pain lower ("cramping"), memory impairment ("couldn't remember things"), restless legs syndrome ("rls"), temporomandibular joint syndrome ("clinching of jaw or teeth grindling is the main cause of tmd which anodety can cause so doc is right") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with essure removal/ supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, autoimmune disorder, allergy to metals, crying, weight decreased, energy increased, abdominal pain upper, muscle spasms, goitre, arthritis, gait disturbance and restless legs syndrome outcome was unknown, the pelvic pain, prolonged heavy periods, anaemia, pelvic discomfort, bleeding menstrual heavy, back pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain and fatigue had not resolved, the procedural pain was resolving and the headache, pain, cough, pruritus, feeling abnormal, skin odour abnormal, furuncle, vulvovaginal mycotic infection, genital haemorrhage, pain in extremity, mood swings, asthenia, night sweats, abdominal pain lower and memory impairment had resolved. The reporter provided no causality assessment for energy increased, procedural pain and weight decreased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, anaemia, anxiety, arthritis, asthenia, autoimmune disorder, back pain, cough, crying, device breakage, fatigue, feeling abnormal, furuncle, gait disturbance, genital haemorrhage, goitre, headache, memory impairment, mood swings, muscle spasms, night sweats, pain, pain in extremity, pelvic discomfort, pelvic pain, prolonged heavy periods, pruritus, restless legs syndrome, skin odour abnormal, temporomandibular joint syndrome, vulvovaginal mycotic infection and bleeding menstrual heavy to be related to essure. The reporter commented: since six years before time of posting, she had had many bad side effects, many tests, not connecting those issues with essure. Her health was bad; her menstrual cycles were screwed to no end. She had much pain in her body and was told it was nickel free. She was very allergic to nickel. Her period went from 3 days to sometimes 9 days with major bleeding. She stated she wanted her life back from the pain, anemia and suffering she had been through. On twitter she then posted that she experienced cramping and crying, it was her last period before hysterectomy. She listened to her doctor 7 years in pain. She desired to be e(ssure)-free. She got her wish, on (B)(6) 2016 hysterectomy was scheduled. Then she posted she was in the hospital just after her hysterectomy. She stated essure caused her slow pain and then surgery. She never had experienced the symptoms in the past that developed after essure procedure. On (B)(6) 2016 she posted "I'm starting to feel the pain". Then she posted "I'm at 5 days post operation", after got home bought vegetable laxative and ate some prunes, she lost about a pound of weight a day, she had more energy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed. The following information was received from social media numb and hard to walk, arthritis, headaches, body pain, cough, pruritus, feeling abnormal, skin odour abnormal, furuncle, vulvovaginal mycotic infection, genital haemorrhage, limb discomfort, mood swings, asthenia, night sweats, abdominal pain lower and memory impairment concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received. Reporter information, patient's medical history, event "both have adherent attached piece of silver metallic coiled foreign body material resembling additional pieces from an essure coil" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 17-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both have adherent attached piece of silver metallic coiled foreign body material resembling additional pieces from an essure coil') and pelvic pain ('much pain in my body / slow pain / severe pain / chronic pelvic pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (4), adenomyosis, uterine bleeding and pelvic adhesions. She never experienced any of these conditions prior to undergoing the essure procedure: increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, and chronic fatigue. Concurrent conditions included c-section and nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("I'm starting to feel the pain"), 6 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have weight decreased ("I'm at 5 days post operation, bought vegetable laxative and ate prunes, I have lost about a pound a day"). On (B)(6) 2019, the patient experienced energy increased ("I'm at 5 days post operation, I have more energy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), prolonged heavy periods ("menstrual cycles are screwed to no end period, sometimes 9 days with major bleeding"), anaemia ("anemia"), allergy to metals ("nickel allergy"), pelvic discomfort ("discomfort"), bleeding menstrual heavy ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), crying ("crying"), abdominal pain upper ("- twisted knots in stomach"), muscle spasms ("cramping"), goitre ("goiter on thyroid"), arthritis ("arthritis"), gait disturbance ("numb and haed to walk"), headache ("headaches"), pain ("body pain"), cough ("cough"), pruritus ("itching"), feeling abnormal ("brain fog"), skin odour abnormal ("smell"), furuncle ("boils"), vulvovaginal mycotic infection ("yeast infection"), genital haemorrhage ("bleeding"), pain in extremity ("pain down my right side that caused me to limp"), mood swings ("mood swings"), asthenia ("energy back to do so much that I couldn't before"), night sweats ("night sweats"), abdominal pain lower ("cramping"), memory impairment ("couldn't remember things"), restless legs syndrome ("rls"), temporomandibular joint syndrome ("clinching of jaw or teeth grindling is the main cause of tmd which anodety can cause so doc is right") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with essure removal/ supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, autoimmune disorder, allergy to metals, crying, weight decreased, energy increased, abdominal pain upper, muscle spasms, goitre, arthritis, gait disturbance and restless legs syndrome outcome was unknown, the pelvic pain, prolonged heavy periods, anaemia, pelvic discomfort, bleeding menstrual heavy, back pain, abdominal pain, abdominal distension, alopecia, abnormal weight gain and fatigue had not resolved, the procedural pain was resolving and the headache, pain, cough, pruritus, feeling abnormal, skin odour abnormal, furuncle, vulvovaginal mycotic infection, genital haemorrhage, pain in extremity, mood swings, asthenia, night sweats, abdominal pain lower and memory impairment had resolved. The reporter provided no causality assessment for energy increased, procedural pain and weight decreased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, anaemia, anxiety, arthritis, asthenia, autoimmune disorder, back pain, cough, crying, device breakage, fatigue, feeling abnormal, furuncle, gait disturbance, genital haemorrhage, goitre, headache, memory impairment, mood swings, muscle spasms, night sweats, pain, pain in extremity, pelvic discomfort, pelvic pain, prolonged heavy periods, pruritus, restless legs syndrome, skin odour abnormal, temporomandibular joint syndrome, vulvovaginal mycotic infection and bleeding menstrual heavy to be related to essure. The reporter commented: since six years before time of posting, she had had many bad side effects, many tests, not connecting those issues with essure. Her health was bad; her menstrual cycles were screwed to no end. She had much pain in her body and was told it was nickel free. She was very allergic to nickel. Her period went from 3 days to sometimes 9 days with major bleeding. She stated she wanted her life back from the pain, anemia and suffering she had been through. On twitter she then posted that she experienced cramping and crying, it was her last period before hysterectomy. She listened to her doctor 7 years in pain. She desired to be e(ssure)-free. She got her wish, on (B)(6) 2016 hysterectomy was scheduled. Then she posted she was in the hospital just after her hysterectomy. She stated essure caused her slow pain and then surgery. She never had experienced the symptoms in the past that developed after essure procedure. On (B)(6) 2016 she posted "I'm starting to feel the pain". Then she posted "I'm at 5 days post operation", after got home bought vegetable laxative and ate some prunes, she lost about a pound of weight a day, she had more energy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed. The following information was received from social media numb and hard to walk, arthritis, headaches, body pain, cough, pruritus, feeling abnormal, skin odour abnormal, furuncle, vulvovaginal mycotic infection, genital haemorrhage, limb discomfort, mood swings, asthenia, night sweats, abdominal pain lower and memory impairment concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.